Manufacturer narrative:
Results and conclusions: (stent dislodgement). (60% stenosis and severe calcification in a severely tortuous vessel). (B)(4).

Event description:
The physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lad exhibiting 90% stenosis in a severely tortuous vessel with severe calcification. The device was prepped as per IFU and inspected prior to use with no abnormalities noted . During the surgery, the lesion was pre-dilated with 60% stenosis remaining. It was reported that the device failed to cross due to the tortuous lesion and the physician suspected the stent would be dislodged from the device. The physician released the stent in situ in the lesion. Evaluation summary: the distal tip was deformed. Initial mandrel movement was successful. The stent was not present on the balloon and was not returned with the device. Crimp impressions were visible on the balloon. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.